Manufacturer narrative:
Calibration was last performed on (B)(6) 2025. The qc recovery data provided was acceptable. The alarm trace showed procell short alarms. The field service engineer (fse) found an issue with the measuring cell and replaced it. A blank cell test, instrument check, calibration, and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results for 2 patient serum samples on a cobas e 801 analytical unit. On (B)(6) 2025, sample 1 had initial hiv results of 2.160 coi, 2.150 coi, and 2.170 coi, all interpreted as reactive. On (B)(6) 2025, sample 2 had initial hiv results of 34.80 coi, 36.0 coi, and 35.0 coi, all interpreted as reactive. The patients' doctor questioned the results as they were both taking pre-exposure prophylaxis hiv medication. Both samples were sent out for pcr confirmatory testing per internal protocol and both sample results were determined to be not detected.